Event description:
The doctor was implanting a programmable shunt into a patient with a shunt malfunction. The previous malfunctioning shunt had been in place more than 20 years. Before closing the procedure it was noted that there was a leak in the valve portion of the shunt. Before closing, the valve was replaced with another unit. The patient left the or in stable condition with a intracranial pressure of 9.